Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD. Implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing of noise with multiple short v-v intervals. The lead was capped and replaced. No further patient complications have been reported as a result of this event.